Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a line on the monitor of the patient's system controller. The controller was exchanged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a line in the lcd was confirmed via product testing, the lines in the lcd are due to the thin film transistors being shorted on. The heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation, and a log file was downloaded for review. A review of the downloaded log file showed events spanning approximately 3 hours of data (from 09:13:48 to 12:13:20 on (B)(6) 2021 per timestamp). The pump maintained a speed above the low speed limit while the driveline was connected. There were no events related to the reported event active in the log file. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended despite the observed issue, and the controller operated a mock loop as intended throughout all testing. The root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.